Event description:
It was reported on (B)(6) 2025 during a hysteroscopy procedure the ceramic beak tip of 26fr innersheath broke off in the patient. Piece was recovered. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility on february 17, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per inventigation by the manufacturing site: the most probable root cause of the ceramic tip breaking is user error due to external force. Due to the age and the assumed number of applications and preparations, wear (changes in material properties) cannot be ruled out either. This event is filed under internal complaint ID (B)(4).